Manufacturer narrative:
Insulin pump passed the displacement. Pump received with broken reservoir tube lip.

Event description:
Customer reported via phone call that there was a crack on the lip of the reservoir. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the reservoir was able to lock in place when inserted into insulin pump but that was concern of when she wont be able to. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.